Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after placing a new battery the insulin pump alarmed failed battery test. The insulin pump also received a low battery alarm and had a blank screen with the new battery inserted. Customer's blood glucose level was 115 mg/dl. While troubleshooting the insulin pump alarmed failed battery test again. The device was not returned.